Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer declined further troubleshooting from tandem technical support, therefore no additional information could be obtained. There was no adverse impact to customer's blood glucose level.